Manufacturer narrative:
H3 other text: device remains implanted.

Event description:
It was reported that a patient experienced a post-operative serrato polyaxial screw fracture. Revision surgery has not been performed.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.

Event description:
It was reported that a patient experienced a post-operative serrato polyaxial screw fracture. Revision surgery has not been performed.